Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, intermittent loss of capture was observed. Abbott technical support reviewed the session records and device printouts and found ectopic beats which were suspected to be interfering with pacing. In addition, high ventricular rate episodes were recorded. The patient experienced ventricular tachycardia so the device was upgraded to an ICD. During the procedure, the left ventricular (lv) lead remained implanted and connected to the ICD. However, the right ventricular lead was cut, capped and replaced during the procedure. The patient was stable with no adverse consequences. Related manufacturer reference numbers: 2017865-2020-07700, 2017865-2020-07701.